Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room due to an unrelated event. Upon review, the atrial lead presented noise in the past, which was resolved by reprogramming. The patient experienced no adverse consequences and would be monitored.